Event description:
The patient's family member called lifescan in 08/2005 and alleged that the patient's meter would not power on. In the morning of 2005, the patient attempted to test on their meter but it would not power on with either the test strips or the m button. The patient and their family member spent the remainder of the day until the evening attempting to replace battery in the meter and test on the meter. The correct technique was used and the patient was using the correct battery. During this time, patient continued on their "normal" or typical insulin usage. At approximately 6:30p.m in 2005, the patient's family member observed the patient was experiencing a "low reaction" (was disoriented and weak). They were given food and had dinner at approximately 7:30 p.m. The patient was still "shaky and weak" after dinner and they were taken by their family member to hospital at approximately 10:00 pm. At the hospital they had more food (drank a milkshake and had 'sugar' pills) and was tested on a hospital blood glucose meter, the result was 2.4mmol/l. Patient was then given more food (juice peanut butter) and had an IV installed. They were tested on hospital blood glucose meter 2 more times over the course of several hours and their blood glucose results showed an increase. Patient was released that same evening from the hospital. A replacement meter has been sent.